Event description:
It was reported that, "during the surgery, the surgeon could not loosen the screw of the device after he implanted the cup with these devices. As a result, he could not dissociate the cup from these devices. Therefore, the surgeon implanted another cup instead of it by using another impactor."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.